Event description:
A facility representative reported that during an implantable collamer lens (icl) implantation procedure, the lens was implanted upside down. The lens was exchanged for a lens of the same parameters and the problem was resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
H6: health effect, clinical code: 4581, lens implanted upside down. H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).